Event description:
It was reported by customer at germany a broken cannulated drill head. The broken parts of the drill-head could be remove. No patient injury reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Manufacturer narrative:
One 4.5mm cannulated endoscopic drill and one 2.4mm drill tipped passing pin were returned for evaluation. Visual assessment confirmed the drill head has broken from the shaft confirming the reported complaint. The drill is jammed on the passing pin. The shaft is heavily scored at the break location. Removal of the drill from the passing pin showed the passing pin is dramatically bent and scored along its length. The observed damage to the drill is the result of drilling over a bent passing pin, drilling over a bent passing pin would require the use of excessive force. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿.